Event description:
(B)(6) 2015 - pt allegedly pulled out the line and it was said to be removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.